Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in puerto rico. On 16-may-2024, it was reported by the patient sister that he receives an insulin flow block alarm and hospitalized due to hyperglycemia. High blood glucose level was 423 mg/dl and current level was 365 mg/dl. High blood glucose level was treated with manual injection. No further information was available.